Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during cervical spine, when attempting to close the spine clamp onto c2, the jaws were far open for the screw to engage. It was reported that the site had to burr the spinous process to make it thin for the clamp to work. The site had to use a compressor to press the teeth into the on so the screw would engage. The process was completed with the use of navigation. There was no delay to process. No known impact on patient outcome.